Manufacturer narrative:
This report is being supplemented to provide additional information based on follow-up with the user facility and the legal manufacturer's final investigation. Additional information was received where the procedure time and anesthesia of a patient was extended by 5 minutes due to troubleshooting and trying to get the insufflation to work. The co2 tank was switched out. The condition of the patient was not impacted and the outcome of the procedure was not affected. No medical intervention was required as a result of the reported problem. Another device was not needed to complete the procedure. No patient harm was reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the "light source" had air loss. The issue occurred during an the diagnostic procedure. There were no reports of patient involvement. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier: (B)(6).